Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient's name on the server was not matching. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient's name on the server was not matching. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section e initial reporter prefix, upon investigation of this incident, it was determined that the patient's name displayed on the server did not match the name shown in cerner. A technical support specialist (tss) investigated the issue using trace and the carefusion coordination engine (cce) management console and determined that the message routing was affected by the way a specific facility name was handled. The findings were shared with the customer, who confirmed that no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue of the device.